Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 1 and 4 hours. No treatment was provided.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be damaged. During the investigation, the damage caused fluid to leak from the exposed portion of the cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. No other damages or deficiencies were observed during the investigation.